Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was shutdown. A getinge field service engineer (fse) evaluated the unit and found fault showed numerous 111 and 112 faults which are consistent with a communication issue with the coiled cable. Replaced coiled cable, performed full pm, safety, calibration, and functionality checks passed factory specifications. Returned for clinical use upon completion. There was a patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to transport, the cardiosave intra-aortic balloon pump (iabp) unit had powered down at the bedside of a patient while connecting them to the console, units batteries were both fully charged at the time of the incident. The unit was powered back on and operated normally, passing all self checks. The unit was used to transport the patient without incident. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown of cardiosave unit.il explaining an incident had occurred that the cardiosave powered down at the bedside of a patient while connecting them to the console. This happened before the transport had occurred. The batteries were both charged fully at the time of the incident. The console was powered back on and operated normally, passing its entire initial self-checks. (B)(6) and her team used the console to transport the patient to the receiving hospital without incident. (B)(6) states that a week prior to the pump shutting down a pm by one of our service personnel was completed. (B)(6) would like this unit looked at to verify this shut down does not occur again before the pump is put back into service. This shutdown occurred on (B)(6) 2023 at approximately 6am est. No harm to patient has occurred. (B)(6) states the physical address where the unit is located is (B)(6). She also give the supervisor contact information if she cannot be reached. There was no information received related to repair. If any new information received, the complaint will reopen and update it. There was patient involvement but no harm reported.